Manufacturer narrative:
Correction: b2. This correction is being filed to update outcomes attributed to the adverse event.

Event description:
Clarifix patient experienced bleeding at the sphenopalatine artery 6 weeks post-clarifix treatment. Bleeding was cauterized with silver nitrate. Severity of bleeding unknown. Patient recovered and at the time of this report, no further patient injury has been reported.

Manufacturer narrative:
Device not returned.

Event description:
Clarifix patient experienced bleeding at the sphenopalatine artery 6 weeks post-clarifix treatment. Bleeding was cauterized with silver nitrate. Severity of bleeding unknown. Patient recovered and at the time of this report, no further patient injury has been reported.